Event description:
It was reported that a no flow event occurred in a one link IV connector catheter extension set. This malfunction occurred during a blood draw. It was noted that when the blood reached the luer, the blood stopped flowing. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.